Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number(3003442380-2025-14176), was submitted on 25-sep-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. A type 1 diabetes patient reported being hospitalized due to diabetic ketoacidosis (dka). The patient was admitted on (B)(6) 2025, with a blood glucose level of 516 mg/dl. At the time of the call, her current blood glucose was 476 mg/dl. The hospitalization was expected to last more than 24 hours. The patient had been experiencing high blood glucose levels for several days prior to admission, along with symptoms including feeling sick/unwell and flu-like symptoms such as nausea and vomiting. She had tested for ketones before admission, which showed high levels. While in the hospital, she was receiving treatment through both IV insulin and manual injections. No further information available.